Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer¿s other blood glucose value was 64 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode. Customer did not allege pump was under delivering. The device was not returned for analysis.